Event description:
It was reported that the patient was admitted for angioplasty in the right coronary artery. Pre-dilatation was performed prior to the deployment of the xience v stent delivery system (sds) at 16 atmospheres. Upon withdrawing the sds, the physician noted a flow limiting dissection distal to the stent. Another xience v sds was used to cover the dissection. Lesion site had timi iii flow which was good. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design, or labeling.